Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal end low voltage electrode had blood covering it. Concomitant product: 4076 implantable pacing lead 2006 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead dislodged. The ra and rv leads were both explanted and replaced. No patient complications have been reported as a result of this event.